Event description:
It was reported that cartridge leaked insulin from cartridge septum. There was no adverse impact to the customer¿s blood glucose level. The cartridge was changed to address the issue and insulin delivery was resumed.